Event description:
Customer reported that erroneous low test results for alkaline phosphatase (alp), aspartate aminotransferase (ast) and cholesterol (chol) were generated for one patient sample when using the unicel dxc 600 synchron system. Quality control was out of range low and high for several cartridge chemistries. Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
The erroneous test results were obtained after the cartridge chemistry cuvette wiper was installed at the wash station. The customer re-installed the wiper and recalibrated. The quality control was then out of range low and high for several chemistries. After several trouble-shooting activities, the issue was not resolved by the customer. On (B)(4) 2012, beckman coulter field service engineer evaluated the analyzer and identified a pin hole leak in the sample tubing, causing bubbles to get in the sample probe. The sample tubing was replaced.